Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy. Upon follow up, customer has had no further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.